Manufacturer narrative:
Pending engineering evaluation.

Event description:
Patient contacted exactech via e-mail complaining of pain in her right shoulder after a rtsr on (B)(6) 2008.

Manufacturer narrative:
Engineering evaluation noted that the pain reported was likely the result of loosening, wear, or infection.

Event description:
Patient contacted exactech via e-mail complaining of pain in her right shoulder after a rtsr on (B)(6) 2008.